Event description:
The customer performed control tests using his breeze2 meters and received results of 176 and 179 mg/dl. A normal control range not provided, but should be around 91-125 mg/dl. No adverse events were alleged. The customer declined to troubleshoot and ended the call. No product will be returned.